Event description:
Healthcare professional reported, left side deflation. Healthcare professional later, reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed opening on the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ crease observed inside the device. No further actions are required as no issues with the manufacturing process are observed.